Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur

Event description:
The customer reported to olympus, the angulation on the evis exera iii colonovideoscope was low, and the up/down knob was stiff. The issue was detected during maintenance in the scope room. No patient injury reported. During the evaluation of the device, it was noted bending section cover was cut. This report is to capture the reportable malfunction of the cut bending section cover noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a confirmed. The angulation was low, and the control knob movement had play. The brush passage/forceps passage on the insertion side was unpassable. The bending section cover was leaking. The plastic distal end cover insulation was cracked. The insertion tube insulation failed due to a cut on the bending section cover. One (1) light guide lens had a chip and crack. The bending section cover glue was cracked. The bending section was dented. The insertion tube had punctures and scratches. All of the labeling was illegible. The objective lens edge had chips and the light guide tube had buckles and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.